Manufacturer narrative:
UDI - (B)(4). Packaging for the patella button was returned. Visual inspection of the patella button found extra material on the edges. Dimensional analysis was performed on the returned product and confirmed the product to be non-conforming. DHR was reviewed and no discrepancies were found. The root cause for the reported issue is attributed to lack of or inadequate work instruction to explain to the operator that they were to cut the excess material away from the "a" dimension with the provided tool and then trim the part after removing the excess material if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. This event was previously reported under MFR 0001825034-2017-04939.

Event description:
It was reported that a patient underwent an initial knee procedure on an unknown date. The package was opened during surgery, and it was noted the patella was not manufactured to size correctly. There were no complications or delays reported. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.